Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the malfunction. The se replaced the exhalation flow sensor. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during patient use, a ventilator generated an error message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed as a result of the event.